Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they experienced high blood glucose level of 400 mg/dl. Customer stated they switched to auto mode and it told to not deliver bolus unless they were above 300 mg/dl. Customer was unable to enter auto basal mode. Customer had received calibration required message. Customer stated that the system did not display sensor glucose values. The insulin pump will not be returned for analysis.